Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parent reported that he suffered a head impact on (B)(6) 2024 and afterwards was experiencing pain near the implant. The user's hearing was not affected. The device has been explanted. Re-implantation will take place after the pain is resolved.

Event description:
The user's parent reported that he had a head impact on (B)(6) 2024 and afterwards was experiencing pain near the implant. The user's hearing was not affected. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to painful sensations near the implant site, which occurred after a head trauma. Further in situ measurements showed two channels involved in a short circuit due to undetermined reasons. As the device was received incomplete and surgically damaged an exact location of the short circuit cannot be determined. This is a final report.